Event description:
Evaluation summary: the stent was positioned correctly as per specification; slight flaring and deformation was evident to the distal tip. The stent exhibited no forms of damage.

Manufacturer narrative:
.

Event description:
The physician was attempted to advance a endeavor resolute rx (2.5 x 14mm) drug eluting stent a severely calcified lesion at lad. There were no abnormalities noted prior to use of the device. The device could not cross the lesion; damage was noted to the stent when it was withdrawn. No clinical sequelae were reported. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver the stent), patient's condition affected effectiveness of device (severe calcification), (no device received for evaluation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (severe calcification)). (B)(4).